Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6); product type catheter product ID 8703, serial# unknown, implanted: 1999 (B)(6), explanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
In approximately (B)(6) 2012, the pump was removed due to infection. Additional information has been requested, but it was not available as of the date of this report.